Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 548 mg/dl. It was stated that the customer's blood glucose was treated with an insulin drip, but her blood glucose were not coming down. The customer stated that she may have a bodily infection. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.